Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During unpacking of a 2.50 x 32 synergy¿ drug-eluting stent, the stent fell on the box. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis. The entire stent appeared damaged and flattened with distal and proximal ends of the stent appearing squashed. The mid-section appeared to have been stretched with the stent struts distorted out of their original crimped stent profile. Stent detachment most likely occurred during device handling. The stent delivery system was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During unpacking of a 2.50 x 32 synergy drug-eluting stent, the stent fell on the box. The procedure was completed with another of the same device. No patient complications were reported.